Event description:
It was reported, while using the device and the plastic sleeve, tip was sliced and deployed into the biopsy site. The surgeon was unable to retrieve the plastic sleeve tip. The device was set aside for evaluation. The surgeon was unable to visualize the plastic piece and did not deploy another marker. No further information was requested. The breast biopsy was completed without deploying another mammomarker.